Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
Complainant alleged that the autopulse® platform stopped performing compressions, while the patient was being defibrillated with an x-series defibrillator. It is unknown if the platform displayed any error messages. It is unknown if any portion of the defibrillation pads touched any metal part of the autopulse, while the patient was being defibrillated. When the platform was powered back on, it worked for the remainder of the call and compressions were resumed. Outcome of the patient is unknown. No further information was provided.